Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl , 328 mg/dl, 341 mg/dl, 241 mg/dl, 264 mg/dl, 292 mg/dl and 244 mg/dl. The customer's blood glucose was 283 mg/dl at the time of call. Customer treated high blood glucose with the insulin pump. Customer wants to check if device was working properly since he has been having high blood glucose the past days. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer performed displacement test and the insulin pump passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.